Event description:
The wound vac malfunctioned, rep was sent to replace the wound vac, the procedure cost a lot of pain. In 2009, again the wound vac malfunctioned. This time I went to the emergency room. It was a painful experience. The wound vac should be recalled. A survey sent to all patients, we had to constantly reset the machine. In the end I lost my leg. Dates of use: #1 2009. #2 home-h- 2009. Diagnosis or reason for use: #1 remove bacteria #2 left leg. Event reappeared after reintroduction?: #1 yes #2 yes.